Event description:
It was reported that during a total gastrectomy procedure, the intraluminal stapler did not cut; the donuts did not form properly. The firing was on the esophagus. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information: how was it confirmed that the anvil was secured to the trocar? They heard de "click" and saw the orange line completely before to attachment. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? At the middle to gap setting. What was the appearance of the breakaway washer? Completely. Were staples observed in the tissue? No. What was the appearance of the donuts? No completely.